Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: this report is for one (1) ti lcp(tm) distal femur plate 13 holes/316mm-right . This is report 2 of 10 for (B)(4). Additional devices are reported under linked complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: device history lot : part: 422.258, lot: 5l77617, manufacturing site: grenchen, release to warehouse date: 28 aug 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H6: investigation summary: picture review: narrative (several screws are broken) could be confirmed from provided x-ray. Five broken cortex screws together with one lcp-distal femur plate (intact), eight locking screws and three cortex screws (all intact) were returned for investigation. The intact parts were captured to document a post-operative event (infection). (B)(4) captures ten (10) out of the seventeen (17) devices while (B)(4) captures the seven (7) devices. Investigation site: cq zuchwil. Selected flow: adverse event (no reported product problem). Visual inspection: the returned implants present only minimal wear consistent with the device use; no signs of damage identified. Summary: this complaint was entered to capture a post-operative event (infection). No product related issues that could have contributed to this clinical finding were identified. Condition of the returned device prevents failure analysis of the reported allegation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from finland reports an event as follows: it was reported that patient underwent revision surgery on (B)(6) 2020 due to infection and broken screws in the locking compression plate (lcp) distal femoral plate. Patient was originally treated for a femoral fracture on an unknown date. This report is for an unknown plate. This is report 2 of 7 for (B)(4).